Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. Nothing further reported.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. Unable to verify button error alarm due to no button response and perform displacement test due to no button response. A cracked lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).